Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt the device inappropriately shut down. Complainant indicated that the clinician replaced the battery without success. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.